Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw was damaged. Pieces of the jaw overmold were missing. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's cut and activation could not be tested due to the damaged jaw. It was reported that the handle of the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue occurred due to a drop, or due to using the wrong size cannula. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may damage the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, the handle of the device broke while attempting to use the device in a less than 7mm uterine tissues/arteries. The device was plugged into a generator and another ligasure device was used successfully with the same generator. No part of the device disengaged. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found the device's jaw was damaged. Pieces of the jaw overmold were missing.